Event description:
It was reported to boston scientific corp on nov 24, 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an ogds (oesophago-gastric-duodeno-scopy) procedure performed on (B)(6) 2009 on a (B)(6) male. According to the complainant, the nurse started to inflate the cre balloon with the alliance inflation system. When the pressure of the inflation reached 5atm, the cre balloon burst. The procedure was completed with another cre balloon. There were no serious injuries reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).